Event description:
It was reported a perforation occurred. A left atrial appendage closure (laac) procedure was being performed. A pre-assessment transesophageal echocardiography (tee) of the patient noted that the appendage was too small to implant, but the physician felt it was worth an attempt. A watchman fxd double curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After performing the transeptal puncture (tsp) and completing the contrast shot, it was noted that the appendage was too small for closure. The ostium of the appendage on contrast injection was only 1.5 times the width of the sheath. The physician still decided to try using a 20mm flx pro wds device. After flushing and prepping the device, it was loaded into the was fxd curve sheath, and an attempt was made to deploy the closure device. It was noted that the device had deployed outside the cardiac border on tee. The boston scientific (bsc) clinical representative suggested halting the procedure and performing a contrast injection. The physician determined that a recapture was needed to bring the device more proximal and performed a partial recapture, but the device still deployed outside the cardiac border. The bsc clinical representative again requested halting the procedure and notifying the on-call cardiothoracic surgeon for an emergent consultation. A contrast injection revealed that the closure device was deployed into the pericardium, with contrast beginning to fill the outside border of the right ventricle (rv). The surgeon arrived and decided to perform an emergent thoracotomy to explant the device and seal the perforation. During surgery, the closure device was explanted, and an atriclip was successfully used to close the appendage. The chest was closed, and the patient was sent to the cardiovascular intensive care unit (cvicu). The patient was discharged from the hospital seven (7) days later with no further complications.